Manufacturer narrative:
Initial trend analysis for lot 64045c was conducted, no malfunctions were found. This is the only complaint for lot 64045c. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that plunger on syringe item 831365 lot 64045c is getting stuck while pulling and injecting medication. Product being used is mounjaro - semiglutide.

Event description:
End user reports that plunger on syringe item 831365 lot 64045c is getting stuck while pulling and injecting medication. Product being used is mounjaro - semiglutide.

Manufacturer narrative:
Retained lot samples for syringe lot 64045c were tested for clogging needles. No abnormalities were found during testing.